Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis which warranted antibiotic therapy. Per the pdrn, the etiology of the peritonitis is unknown; therefore, no causality can be established. However, it is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available there is no objective evidence or indication either caused or contributed to this patient event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and reported being diagnosed with peritonitis (symptoms not provided) and undergoing a pd catheter (not a fresenius product) change (specifics not provided). No cytologic data was available; however, the pdrn stated the patient was treated as an outpatient with antibiotics (drug, route, dose, duration, frequency not provided). Per the pdrn, the cause of the peritonitis is unknown. Subsequent attempts to obtain additional information have thus far proven unsuccessful.